Event description:
It was reported that the patient had high impedances on one lead as a result patient underwent a lead revision on (B)(6) 2024, wherein one lead was explanted and replaced. It is unknown which lead had high impedances.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000084581.

Manufacturer narrative:
Correction: e1 the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.